Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the fossa component's device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Please see associated reports for this event: 0001032347-2021-00353.

Event description:
It was reported that a patient was revised due to unknown reasons approximately 8 months after undergoing an initial segment procedure. Attempts have been made and additional information on the reported event is unavailable at this time.